Manufacturer narrative:
No samples were returned for the probe not actuating. Four component lot numbers, manufactured in may, 2014, were identified with this complaint. The device history records for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the review of three device history records. One component lot had an abnormality that may have contributed to the customer complaint issue. The abnormality was mitigated through reinspection and the product was released according to the company's acceptance criteria. A complaint history review indicated no additional complaints were associated with this one component lot number. The root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
The operating room clinical coordinator reported that during two different vitrectomy surgeries, the cutters' shutters did not work. The cutters either stayed in open or the closed position, and did not cut. She indicated the aspiration was working. The staff obtained replacements. No harm to either patient was reported. No additional information is expected.